Event description:
It was reported that the programmer booted up to an error message. The caller stated that the programmer had been sitting in a vehicle all day and night. Temperature there is 2 degrees with a wind chill of -21. Technical support (ts) stated the error may have been caused by cold temperatures. Ts told the caller to bring the programmer to ambient room temperature in an off state since error is related to hard drive. If the error repeats in a couple hours, then the hard drive is the issue. The status of the programmer is unknown. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).